Event description:
Handicapped [handicap]. Car accident [accident automobile]. Case narrative: initial information was received on 25-aug-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves a 46-year-old female patient who was handicapped and car accident with the use of the medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. Medical history: synvisc one in 2019(unknown if both knees). On an unknown date in 2020, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection at a dose of 10 ml, q6m (every 6 months) (unknown: route, strength, expiry date and batch number) for unilateral primary osteoarthritis, left knee. She had a car accident (road traffic accident) in 2021(latency: approx. 1 year); she also reported that she is handicapped (disability)(onset date: 2021 latency: approx. 1 year)and disabled. She also mentioned that she is needing it on her right knee. Her last injection was a few days ago, unknown date. No treatment reported. Corrective treatment: not reported for both events. Outcome: unknown for both events. Reporter causality: not reported for both events. Company causality: not reportable for both events. Seriousness criteria: disability and medially significant for handicapped.